Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced (B)(6) 2011: small bowel obstruction, mesh retraction, incarcerated hernia recurrence, broken sutures ;(B)(6) 2016: small bowel obstruction, lysis of adhesions, exploratory laparotomy, old mesh re-approximated with sutures, reduction of internal hernia (B)(6) 2017: removal of infected mesh with new implant, chronic abdominal wound, abdominal wall reconstruction, exposed mesh, lysis of adhesions. Treatment provided for these conditions include revision and removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia. It was reported that after implant, the patient experienced small bowel obstruction, infection, abdominal pain, mesh retraction, incarcerated hernia recurrence, broken sutures, adhesions, chronic abdominal wound and exposed mesh. Post-operative patient treatment included exploratory laparotomy, lysis of adhesions, old mesh re-approximated with sutures, reduction of internal hernia, small bowel resection, primary anastomosis, removal of infected mesh with new implant, component separation and abdominal wall reconstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia. It was reported that after implant, the patient experienced small bowel obstruction, infection, abdominal pain, mesh retraction, incarcerated hernia recurrence, broken sutures, adhesions, open chronic abdominal wound, distention, purulent drainage, necrosis and exposed mesh. Post-operative patient treatment included exploratory laparotomy, lysis of adhesions, old mesh re-approximated with sutures, reduction of internal hernia, small bowel resection, primary anastomosis, removal of infected mesh with new implant, component separation, abdominoplasty and abdominal wall reconstruction.